Event description:
As reported, the clinician deployed an excluder bifurcated endoporsthesis device more distally than the desired location. Two aortic extenders were deployed to extend the device proximally. A type I endoleak was noted and treated with additional ballooning. A palmatz stent was deployed to achieve additional radial support and to further treat the endoleak. The contraleg and iliac extender devices were successfully deployed. The patient later experienced massive bleeding. An aorta perforation was noted proximal to the palmaz stent. The patient was converted to an open procedure with a vascular graft sewn in place to treat the aortic perforation. The patient expired after leaving the or.